Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thyroid lobectomy of left side, while retrieving thyroid, the surgeon pulled the purse-string but a part around the shaft broke. The device was not used on the patient. The procedure was completed with another device.